Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level up to 500 (mg/dl). The cause of the elevated bg level was unknown. A site changed was performed and a bolus was delivered to address bg level. Reportedly, the customer's bg level began to lower following the site change and was 209 (mg/dl) at the time of the report a recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.